Event description:
An mr technician was reportedly standing on the left side of the magnet when the pt was coming out of the bore and the cords from the pt alert bulb, and the pt's headphones became entangled with her feet causing her to trip and fall. The technician sustained a sprained ankle and torn ligaments, and will be having surgery to repair the torn ligaments.

Manufacturer narrative:
Investigation is ongoing. Ge healthcare is attempting to obtain add'l details regarding the incident.